Event description:
It was reported that during an esophageal cancer procedure, the formation of staples was incomplete. No pt consequences were reported.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.